Event description:
Caller states the patient tested 524 mg/dl on the mobile system at 14:33. The patient was administered a bolus of unspecified insulin via an insulin pump, based on this result. Within 3 minutes the patient became hypoglycemic; he was treated with sugar and was tested on a non-roche system and the result was 37 mg/dl. The patient tested 386 mg/dl at 16:00 on the mobile system. The patient's condition has improved. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.